Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose level was 159 mg/dl at the time of incident. Customer stated that they were able to clear the alarm but they were unable to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm noted during testing.